Event description:
Boston scientific crm received information that this lead had become dislodged one day post implant. The lead was displaying high threshold measurements, poor sensing, and loss of capture. To date, no adverse patient effects were reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The fixation helix was found deformed. Due to these deformations, the functional test of the fixation mechanism was not properly feasible. The deformation of the fixation helix was most likely due to the explantation procedure.